Event description:
A portion of the brown circumferential plastic piece below the spatula of the da vinci permanent cautery spatula broke off of the instrument in the pt. The broken piece was recovered from the pt in its entirety. Diagnosis or reason for use: laparoscopic robotic total hysterectomy.